Manufacturer narrative:
E1: initial reporter phone # (B)(6). E1: initial reporter facility name: (B)(6) hospital. G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1of 2. It was reported that while using unspecified number of bd vacutainer® sst¿ blood collection tube, the customer noticed sample quality issues; the samples did not separate well from the gel and gel smeared in some of the tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The photos show gel along the side of a tube's inner wall and fibrin due to poor gel performance. Additionally, a total of (B)(4) retained samples each from batch 4262565 and 4232351 underwent visual inspection for additive abnormality and gel defects, with all samples passing the inspection. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel smearing and fibrin based on photo analysis for both batches. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1of 2. It was reported that while using unspecified number of bd vacutainer® sst¿ blood collection tube, the customer noticed sample quality issues; the samples did not separate well from the gel and gel smeared in some of the tubes. There was no health impact or consequence reported.